Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented a remote merlin transmission, episodes of non-sustained right ventricular oversensing were observed. Loss of right ventricular capture was revealed from the transmission when the patient visited the clinic. Oversensing was suspected to occur when the patient was grocery shopping. Noise and loss of capture could not be reproduced with provocative testing. The patient will be monitored closely. No patient symptoms were detected.